Manufacturer narrative:
An event of stroke after the implant of a navitor valve was reported. Information from the field indicated that a temporary cerebral infarction was confirmed when the patient felt discomfort in his left hand and was examined. The field also indicated that while navigating through the patient's descending aorta it was noted there was calcification in the aortic arch via computed tomography. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant with a small flexnav delivery system. During procedure, while navigating through the patient's descending aorta it was noted there was calcification in the aortic arch via computed tomography. After confirming there were no other issues, the delivery system was able to pass through the aortic arch and there was no resistance felt during advancement. The 23mm navitor valve was successfully implanted. It was later reported on (B)(6) 2023, the patient experienced discomfort in their left hand and it was confirmed to be due to a temporary cerebral infarction. The patient was administered medication intravenously. It was then reported on (B)(6) 2023, the patient had mostly recovered and did not suffer any permanent impairment or damage as a result of the event. The patient status was reported as stable and scheduled for discharge as planned.